Event description:
Following installation two weeks prior, multiview workstation central monitor (with telemetry monitoring), has restarted 3 times in a two day period. System was replaced approx. 2 weeks ago. Same error showed up on the last systems error log. No pt impact has been reported.